Event description:
It was reported by the customer that the pre-filled catheter was found to be leaking trachoma during tubing placement. No further information provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter was determined to be inconclusive. One video of a groshong nxt catheter was returned for evaluation. An initial visual observation of the video showed the distal end of the catheter. Clear fluid was observed coming from the valve at the distal end of the catheter. It could not be determined from the returned video if there was any damage on or near the valve. Therefore, this complaint is inconclusive at this time. This complaint will be recorded for future trending and monitoring purposes.